Event description:
The customer contact reported a separation. It was reported the clave secondary port on the cassette of the tubing set was pushed too far into the cassette and seemed to not be bonded at the cassette. It was reported an unspecified volume of solution leaked at the secondary port. No information was provided if the event occurred prior to or during patient use. There were no reports of any adverse patient effects or delay of critical therapy. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Therefore, the bos was left blank. This report represents all the information known by the reporter upon query by hospira personnel.